Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite gravity set was occluded. The following information was provided by the initial reporter: I just received complaint about product number 10802688 bd smartsite gravity set 10ml. I was told that it "will not run fluids through the tubing even when attached to a syringe to pull fluid. It will only fill the chamber half way". Additional information received from the customer: can you please provide an exact date of event in format dd-mmm-yyyy? 12-31-2025 is the date I was first notified. I was just told this morning that this has been happening almost every day. Can you please provide the lot number associated with reported issue? Lot number is (10)25095413 describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. I was not made aware of any issues other than a slight delay in the day, due to product failing and having to open another one.